Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that large amounts of bubbles were observed through the infusion set tubing during the load process. There was no reported adverse impact to the customer¿s blood glucose due to the reported issue. Reportedly, the customer resolved the issue. Multiple attempts were made to follow up with the customer; however, no additional information was provided.